Event description:
At 6 years and 8 months from the primary, the patient came in reporting instability due to a loose tibial tray. The surgeon revised the medacta femoral component, insert and tibial tray with competitor implants and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 november 2023. Lot 164913: 110 items manufactured and released on 07-nov-2016. Expiration date: 2021-10-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.